Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella cp was used on a patient and there was a motor current waveform issue. There was also suspicion of thrombus aspiration. The issue did not improve but the patient was monitored for a few days. However, the aorta position waveform disappeared, but there was no problem with the pump's operation, so the patient was switched to a left ventricle assist device. The patient survived the procedure.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for investigation. Data logs were not provided for this case run. The returned pump failed the laser continuity test, and light was leaking at kink at the red handle's kink protector. Additionally, an signal not reliable (snr) of 0 was observed during optical bench testing. The pump was able to run in a bucket of water as per specifications but did not display the placement signal value. The cause of the optical signal issue was most likely damaged optical fiber line, based on returned product investigation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.